Manufacturer narrative:
The returned device was evaluated and found to have a misaligned component. The clutch spring was disengaged and due to this the ratchet gear was unable to rotate properly confirming that the device could not deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 . Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 24.4 mmol/l (440 mg/dl) while wearing the pod between 4 and 24 hours on the arm.